Event description:
Rt set vent on standby mode, performed pre-use check, setup circuit on pt and set pt settings. After approx 15 minutes staff nurse noticed pt on vent expired and the vent was in standby mode. Ventilator was removed.